Manufacturer narrative:
Case reference number (B)(4) is a spontaneous report received on (B)(6) 2022, which concerned a patient of unknown demographics who experienced graft issues and media leak in one of the plastic pouches (pt: device malfunction). The patient's medical history and concomitant medication details were not provided. On 08-feb-2022, qc lot release assays (graft inspection qc2-027, dual stain qc2-094, endotoxin qc2-010, sterility pre-release qc2-005, sterility final product qc2-012) and environmental results (manufacturing: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve -left and right) and grade b (viable air particulates and nonviable air particulates) and qc sterility: grade a (fingertips - left and right, bsc hood surface, settling plate - left and right, sleeve - left and right)) were performed. All results were reported as "pass". Qc lot release assay (implemented 29-sep-2019) 3t3 residual assay qc2-136 was reported as less than 0.1, "pass". On (B)(6) 2022, the procedure was scheduled for epicel autografts (cultured epidermal autografts) (lot number: ee02917b, expiration date: (B)(6) 2022) for an unknown indication. On (B)(6) 2022, burn clinical specialist reported that sixteen grafts were damaged and could not be used and that skin was floating in the medium unattached to the backing. Backing appeared matte and dry and skin was on the underside of the backing unattached. The foil seal was bubbled in some of the containers prior to opening. Media was leaking in one of the three graft packages (pt: device malfunction). The media was found outside of the individual grafts in the clear plastic bag, but the reporter stated they were not able to identify from which graft the media could have leaked. The reporter also noted that little to no petroleum was present in the graft containers. Total of 42 grafts were placed, but 16 grafts were unusable. At the time of the report, the outcome of the event of a media leak in one of the plastic pouches (pt: device malfunction) was unknown. No further information was provided. Additional information was received on 03-mar-2022 with included qc test results and processed together with the initial. Company comment: device malfunction is listed by convention. Reportedly, sixteen grafts were damaged and media was leaking in one of the three graft packages (pt: device malfunction). The leak of media did not cause or contribute to death or serious injury but there was a potential to cause serious injury if the event re-occurred. There were two potential risks associated with leakage: 1) use of potentially microbially contaminated implant could lead to increased susceptibility to infection and failure of the implant to integrate, and 2) drying of the implant due to fluid loss during transport could injure the cellular components or desiccate the matrix material, which could also lead to failure of the implant to integrate. Therefore, this case is assessed as a 30-day medical device report and it will be expedited to the us FDA. The report did not qualify as a 15-day report.

Event description:
Graft issues and media leak in one of the plastic pouches [device malfunction];